Event description:
It was reported that a clinical educator sought assistance to reconnect the patient to an ilet following a recent diabetic ketoacidosis hospitalization, (filed on a separate case) and the educator observed a strong insulin odor inside the device consistent with a cartridge leak; the device was not reattached and a replacement was arranged. Investigation of this case revealed no findings available, and the cause could not be established. Symptoms included no documented clinical signs, symptoms, or conditions. Outcomes included no reported health impact. It was concluded, based on previously established findings for similar reports, that the cause was insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Product investigation details: complaint could not be duplicated or confirmed. The device was tested for leaks. Prime and rewind with known-good supplies was successfully completed with no leaks observed in the drug chamber. Engineering logs were downloaded and attached to files sections. No fault was found during testing. This MDR follow up is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.